Manufacturer narrative:
A1 patient identifier: complete list of sample ID's are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive alinity I anti-hbc ii generated from alinity I processing module and provided the following data: initial result was 1.91 (reactive) and the repeats results were 0.89 (non-reactive) & 1.68 s/co (reactive). The customer released the reactive result. On (B)(6) 2025, the customer did some further testing. First the customer repeat from the frozen aliquot (sample ID (B)(6)) and the results were 0.57, 0.55, 0.52, 0.61, 0.69, 0.87, 1.00, 0.87, 1.01, 1.79 (< 1.0 s/co is non-reactive). The customer then tested another sample (sample ID (B)(6) from the same patient and the results were 0.59, 0.58, 0.55, 0.59, 0.71, 0.73, 0.71, 0.70, 0.83, 0.95 (< 1.0 s/co is non-reactive). There was no reported impact to patient management.

Manufacturer narrative:
The alinity I processing module serial #(B)(6) was evaluated for false reactive alinity I anti-hbc ii. Multiple analyzer parts required replacement. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the customer complaint. A review of tracking and trending did not identify an increase in complaint activity for the alinity system with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues as it relates to the alinity I processing module and customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported false reactive alinity I anti-hbc ii generated from alinity I processing module and provided the following data: initial result was 1.91 (reactive) and the repeats results were 0.89 (non-reactive) & 1.68 s/co (reactive). The customer released the reactive result. On (B)(6) 2025, the customer did some further testing. First the customer repeat from the frozen aliquot (sample ID (B)(6) and the results were 0.57, 0.55, 0.52, 0.61, 0.69, 0.87, 1.00, 0.87, 1.01, 1.79 (< 1.0 s/co is non-reactive). The customer then tested another sample (sample ID (B)(6) from the same patient and the results were 0.59, 0.58, 0.55, 0.59, 0.71, 0.73, 0.71, 0.70, 0.83, 0.95 (< 1.0 s/co is non-reactive). There was no reported impact to patient management.